Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler fired the reload but the staples did not form properly. The surgeon picked out the staples and reloaded the stapler and fired it a second time. This firing was okay. There was no pt impact. The pt is currently okay. The reload was discarded.

Manufacturer narrative:
Date stent: 06/08/2009. Information is unavailable; device was not returned for evaluation.